Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had peyronies disease. The physician believed that the ipp likely broke some of the scar tissue causing the penile curvature and also causing the implant to sit wrong. No mechanical issues nor infection were reported. The doctor replaced the cylinders and the pump. No patient complications were reported in relation to this event.